Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15107. Reference MFR report: 1627487-2015-15108. The patient has 2 extensions (from the same lot) implanted as part of his pns (off-label) system. The patient has 2 ipgs implanted, 1 for his pns system and 1 for his scs system. It is unknown which ipg is associated with the pns system; therefore both ipgs are being reported. It was reported the patient experienced a loss of stimulation. Diagnostics indicated high impedance readings. X-rays were taken and indicated the extension had pulled out from the ipg header. Surgical intervention was undertaken and both extensions were explanted and replaced. The patient reported effective stimulation coverage following postoperative programming.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.